Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device did not cut right. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On october 20, 2017, it was reported that the device did not cut right. On november 15, 2017, it was clarified that the issue occurred on (B)(6) 2017. There was no patient harm/injury associated with the report and no alternate device was retrieved for use. The event not occurred during first-ever use of the product and also not related to surgical technique or user error. No medical intervention/additional surgical procedure was required and the surgical technique for the product was utilized. The harvested graft was usable and additional graft required from the patient. The blade was properly placed for use and it was not inserted upside down/improperly placed. The dermacarrier was at room temperature and the device was not repaired by someone other than zimmer biomet. The event occurred during surgery and the delay was long enough to take another graft. The customer returned an air dermatome device, serial number (B)(4), for evaluation zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by zimmer biomet surgical revealed that the motor speed was within specification. The control lever torque testing was not performed. The device was out of calibration at only the zero setting. Repair of the air dermatome was not performed at the time of this investigation by zimmer biomet surgical since the customer has not made a decision on the aged repair quote. The device arrived on november 15, 2017 and the customer has not made a decision since. The reported event was non-verifiable since there was no issue with the calibration and the repair was not performed since the customer has not made a decision on the repair process. The root cause of the device not cutting properly cannot be specifically determined with the provided information since there was no issues with the calibration of the device and the repair was not performed since the customer has not made a decision on the repair quote. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device did not cut right. The harvested graft was not usable and additional graft required from the patient. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer returned an air dermatome device for evaluation zimmer biomet surgical has not previously repaired/evaluated this air dermatome. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Initial qa inspection of the air dermatome by zimmer biomet surgical has not been performed at the time of this investigation since the customer has not made a decision on the aged repair quote. The device arrived on november 15, 2017 and the customer has not made a decision since. Repair of the air dermatome was not performed at the time of this investigation by zimmer biomet surgical since the customer has not made a decision on the aged repair quote. The device arrived on november 15, 2017 and the customer has not made a decision since. The reported event was non-verifiable since at the time of this investigation the device has not been evaluated since the customer has not made a decision about the repair quote. The root cause of the device not cutting properly cannot be specifically determined with the provided information since the device has not been evaluated. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.